Event description:
A 5 1/2 yr-old girl was originally implanted on may 15, 1996 and successfully fitted. There were no reports of any problems with her sys and her parents reported they were pleased with her progress. On january 15, 1998, her speech processor lost the ability to communicate with the implant. Her parents took her to the implant center the following week for device eval. Various attempts at establishing link, including a change out of the external components, were unsuccessful. Revision surgery took place on february 19, 1998. She was reimplanted with another clarion device.

Manufacturer narrative:
Confidentiality: advanced bionics believes that disclosure of the info regarding device eval could substantially harm its competitive position. Advanced bionics submits this info in confidence expecting FDA will withhold it under 4 of freedom of info act. Co believes that any disclosure of info by federal employee could constitute a violation of criminal law (18 u.s.c. Section 1905) device eval consisted of: review of device history record (DHR); visual examination, x-ray examination and electrical testing. Device failure was due to cracked case. Crack allowed intrusion of moisture which corroded internal components causing device to cease functioning. Please refer to device failure analysis report. Visual examination - visual examination revealed that case has one horseshoe shaped crack on front side of device. Electrode was intact and electrode balls were all present. Electrode was in good condition. Bright light examination - was not performed since x-ray examination was performed. X-ray examination - x-ray examination revealed no anomalies inside device. Electrical testing - electrical testing - electrical testing with both pcit and automated test station verified that link could not be established with this device. Case hermeticity testing (lead testing) - leak testing was not performed since a crack was found on this device. Case removal - case removal was not performed since case was cracked and hermetic seal was lost allowing moisture into device. Internal visual examination - internal visual was not performed since the case was cracked and hermetic seal was lost allowing moisture into device. Internal electrical testing - internal electrical testing was not performed since case was cracked and hermetic seal was lost allowing moisture into device. Conclusion: failure of this ics is attributed to cracked case. This crack allowed moisture to enter this device over time. This moisture caused corrosion of internal components especially resistors, which caused this device to cease functioning. Corrective action - the ceramic case used in this device was mfg using the isopress mfg process. Advanced bionics has determined that cases mfg using isopress process are less resistant to impact damage than cases mfg using injection molding process. Isopress cases were discontinued in favor of injection molded cases. In addition, continuous efforts have resulted in development of stronger cases through design and process parameter optimization. More than 50% increse in average static strength has been achieved to date, which have led to further reduction of case fractures.